Event description:
During investigation of an automated impella controller (aic), a yellow controller failure alarm was noted. There was no patient involvement.

Manufacturer narrative:
(D9) device returned to manufacturer date is unknown. The investigation for the reported "aic - controller error (yellow alarm)" has been completed. The product was returned and the "aic - controller error (yellow alarm)" was not confirmed. The cause of the aic issue was a defective component (ribbon cable from kbd). This report is being filed as part of a retrospective review of historical records.